Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that patient states since implant on (B)(6) that he has fallen once on his butt in the grass and the second time he caught himself with his arms getting out of the car. Patient states that sometimes he increases the stimulation and then when he stands upright it jolts down his legs, startling him, and causing him to lose balance. Patient states that he is getting approximately 60% relief and that has not changed since the two fall incident. Patient has no symptoms. Patient states there has been no change in stimulation after his fall. Patient continues to get the same percentage of relief post fall as he did prior to. Patient states overall relief is approximately 60%. Patient states that he has started turning stimulation down before he stands up. Today thresholds were reset as patient is using program see as his favorite. An impedance check was performed and all contacts were within normal limits. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.